Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 27 mg/dl at the time of the incident. The customer was at 156 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer also experienced lows on other occasions within the last 3 months. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The customer reported sensor glucose versus blood glucose differences of 57 mg/dl from the sensor and 156 mg/dl from the meter. The insulin pump will not be returned for analysis.